Manufacturer narrative:
E1 initial reporter phone number- (B)(6). Date of event is estimated.

Event description:
It was reported that patients ipg was disconnecting from charger extending charging time. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The reported event for ipg charging issue was not confirmed. Visual inspection of the ipg did not identify any anomalies that would contribute to the reported issue. The ipg was functionally tested and passed all testing. The actual battery capacity exceeded the calculated capacity. The ipg charged normally with lab equipment. The DHR review has determined that manufacturing completed all steps correctly and there were no errors in the production of the product.